Manufacturer narrative:
The pdm was returned for investigation and no problem was found that would have caused or contributed to "very wrong" bg readings. The bg meter was thoroughly evaluated - all readings tested fell within specified tolerance limits. The bg meter was found to have performed as intended and was fully capable of providing accurate readings. All other testing performed on the pdm confirmed that the device was functioning as designed. Based on investigation results, there is no indication of any pdm failure that would have contributed to erroneous bg readings. No problems were found. No internal corrective active has been initiated as a result of this report as no pdm failure mode was found. The device performed as designed w/o issue. The omnipod user guide instructs customers as follows: "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in the user guide, call your healthcare provider immediately." The customer properly followed user guide instructions by seeking medical attention for suspect bg readings.

Event description:
The customer reported that the "pdm meter reading was very wrong." Over the "past few days," the meter was showing bg readings "in the 100's" - she ended up in the hospital because "her bg was actually 700mg/dl." She had used test strips "from two different vials," but the pdm continued to read "drastically incorrect." The treatment she rec'd in the hospital and her length of stay were not provided. The pdm will be returned for eval.